Manufacturer narrative:
The service engineer on site found the valve air to be the root cause for the reported problem and exchanged it. Valve air and logfiles were provided for the investigation. During tests of the 16 years old valve and through logbook analysis it could be confirmed that a faulty valve caused the ventilator's restart. An audible alarm will be posted by the device and when the warm start occurs, the device will briefly power off and then back on. The emergency-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary. The error code 02.59.001 posted after the restart also points towards the pneumatic respectively the valve. An exchange of the affected valve solves the problem.

Event description:
Please see initial-report.

Manufacturer narrative:
Investigation was started but not yet concluded. A follow up report will be sent as soon as possible.

Event description:
The customer reported that the ventilator performed a restart while the ventilator was connected to a patient. After the restart, error code (B)(4) was posted on the ventilator screen. The ventilator was removed from service. No report of patient injury.